Event description:
It was reported that there was an infection requiring an explant. It was noted that the issue was resolved. It was noted that it was unknown what type of infection. It was further noted that antibiotic treatment was necessary. It was noted that the location of the issue was unknown. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead.

Event description:
Additional information received reported that the patient was fully recovered. It was noted that on (B)(6) 2011 the patient had a normal replacement of stimulators. On (B)(6) 2011 the patient's stimulator was removed due to infection and later on the leads were also removed due to infection. On (B)(6) 2013 new leads and extensions were implanted and on (B)(6) 2013 a new active sc was implanted. A culture was done and antibiotics were given. The patient had some kind of immunosuppressive disease as well. The nurse was certain that the culture was a normal skin bacteria. The infection had started over the right stimulator and had eventually spread to the rest of the system. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).